Event description:
It was reported the oes cystonephrofiberscope had a defect in the adhesive and protruding threads. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure for the defects in adhesive was confirmed, but the protruding threads was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.